Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Product image review: "submitted images appear to display driver tip broken off from the inner shaft." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a revision of arthrodesis because of broken iliac screw. Intra-op, the tip of the screwdriver broken inside the screw head, exactly in the tip engagement zone. It was fitted on the screw, and was not possible to catch and remove the tip. The screw was inserted in a very hard bone. It took a lot of strength. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis : visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.